Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scienitific reported that this lead is going to be revised due to high threshold that jumped from 0.4v to 3.3v at 0.4ms. No adverse patient events were reported. Should additional information become available this file will be updated.